Event description:
It was reported that the endopouch broke as the specimen was being removed from the pt. A new endopouch was used and the procedure was completed with no pt consequences. The product was discarded and no lot number was saved for evaluation.